Event description:
The suspect device was returned because it was a rental unit that was no longer needed. There was no complaint against the device. During servicing, it was noted that the alarm would sound intermittently. No death or injury resulted from the malfunction.